Event description:
Fse discovered that while performing preuse checks the ventilator would not cycle and started to smoke. The ventilator was swapped out with a different ventilator and taken to the bio-medical department.